Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon was less than one hour into the procedure when the left quadrant port (355hr), began leaking "pneumo". The housing was replaced and a complete tear of the seal was identified. A large piece was missing and no matching piece was either searched for or found. The surgeon was using the lcsc5 only in this port and devices passes have been minimal (<10) and no sharp devices were used. Another device was used to complete the case.